Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of the vascular stent in the sfa, the stent stopped to deploy after it had been partially released. The entire system was retracted without difficulty and another stent was used to complete the procedure successfully. No pt injury was reported.